Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken im nail was replaced with an 11mm 320mm, standard nail using two proximal screws and two distal screws. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
On (B)(6) /2015, it was reported that a sign im nail implanted to repair a fracture of the right femur; was exchanged due to a non-union and a broken nail.